Manufacturer narrative:
Preliminary analysis of the returned device confirmed the blocked telemetry.

Event description:
During a routine follow-up, the device could not be interrogated using inductive telemetry. The previous follow-up was performed on (B)(6) 2016 without any issue. The ¿rf for remote monitoring¿ setting was programmed on. Preliminary analysis confirmed the reported inductive telemetry blockage. Following (B)(4) recommendations, a recovery procedure was performed on this device on (B)(6) 2017 but the inductive telemetry could not be restored. The device was explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
During a routine follow-up, the device could not be interrogated using inductive telemetry. The previous follow-up was performed on (B)(6) 2016 without any issue. The ¿rf for remote monitoring¿ setting was programmed on. Preliminary analysis confirmed the reported inductive telemetry blockage. Following (B)(4) recommendations, a recovery procedure was performed on this device on (B)(6) 2017 but the inductive telemetry could not be restored. The device was explanted on (B)(6) 2017 and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
During a routine follow-up, the device could not be interrogated using inductive telemetry. The previous follow-up was performed on (B)(6) 2016 without any issue. The ¿rf for remote monitoring¿ setting was programmed on. Preliminary analysis confirmed the reported inductive telemetry blockage. Following livanova recommendations, a recovery procedure was performed on this device on (B)(6) 2017 but the inductive telemetry could not be restored. The device was explanted on (B)(6) 2017 and will be returned for analysis.